Manufacturer narrative:
Sunrise medical was unable to determine the root cause of the push cane grip coming off since the chair/item was not returned for evaluation. There is also no record of any replacement parts requested for this chair or this chair ever being serviced by a dealer. This electronic MDR is being submitted to FDA following a retrospective review of complaints conducted by sunrise medical, inc. As part of a corrective and preventive action discussed with FDA in response to an inspectional observation. The review required a documented reassessment of each complaint for reportability under 21 cfr part 803. As a result of the assessment, this event was identified as meeting the regulatory reporting criteria in the company's current MDR procedure, and is being submitted to FDA out of an abundance of caution and compliance to aid in providing FDA with up-to-date information.

Event description:
On (B)(6) 2015 per end user says yesterday, his brother in law was pushing him in wheelchair down a flight of steps and one of the push cane grips came off and caused him to be thrown out of the chair and fall about 5 feet down the stairs. He was injured in fall and allegedly broke his hip bone, pinched nerves, along with other bumps and bruises.